Event description:
It is reported that during surgery, after several attempts, the liner was not able to be inserted in the cup. It was noted that the locking ring of the cup was fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.